Manufacturer narrative:
Results: the lantern was ovalized in multiple locations on its distal tip. Conclusions: evaluation of the returned devices revealed that both lantern's were ovalized near their distal tips. This type of damage typically occurs due to improper handling during use. If the lanterns are tightly gripped or pinched during insertion into the patient anatomy, this type of damage may occur. The observed ovalizations likely contributed to the resistance experienced while advancing the ruby coils, as mentioned in the complaint. Further evaluation revealed that the ruby coil embolization coils¿ proximal constraint spheres were intact, and measured to be within specification. The ruby coils embolization coils were detached and their pusher assemblies were not returned. Therefore, these devices could not be functionally tested. Since the ruby coils pusher assemblies were not returned for evaluation, the root cause of the unintentional detachment of the embolization coils could not be determined. All penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01170, 3005168196-2016-01171, 3005168196-2016-01172, 3005168196-2016-01174.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and lantern delivery microcatheters (lantern). During the procedure, while attempting to advance a ruby coil out of the lantern's tip, the physician experienced resistance and decided to retract the coil. As the ruby coil was being retracted back into its introducer sheath, it unintentionally detached. The physician removed the ruby coil and attempted to advance a new ruby coil through the same lantern; however, while attempting to advance this second ruby coil out of the lantern's tip, the physician experienced resistance again and decided to retract the coil. While the ruby coil was being retracted, it also unintentionally detached. The physician then removed both the detached ruby coil and the lantern. Next, the physician advanced a new lantern into the patient and then introduced another new ruby coil through it. While attempting to advance this ruby coil out of the lantern's tip, the physician encountered resistance again and decided to retract the coil. While this third ruby coil was being retracted, it unintentionally detached inside the lantern. Therefore, the lantern containing the detached ruby coil was removed and the procedure was completed using five new ruby coils and another manufacturer's microcatheter. There was no report of an adverse effect to the patient.